Event description:
It was reported that the 6800 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cable and the video control board were replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.